Event description:
The patient's spouse reports that the patient has experienced pain around the scs implant site for the past four years and that two years ago, they had requested the device be removed. The physician declined the explant request; the product remains implanted. The spouse also provided that along with the symptom of pain, the patient has also had two infections at the implant site; one occurred in 2006 and the second infection occurred four months later. The spouse is asking for the physician to remove the implant. Additional information has been requested from the hcp. A follow-up report will be sent if additional information is received.